Event description:
Approximately one month after the implantation (and while still hospitalized), the patient's vad developed increasing power consumption and flow estimates. The patient was treated with intravenous integrilin for two days. The patient was then treated with two bolus doses of tpa. The patient was further treated with a continuous tpa infusion. Within twenty-four hours, the patient's vad parameters normalized and she was reported to be stable. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlates with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.